Manufacturer narrative:
A partial lead with the distal tip measuring 41.2cm was returned for analysis. Internal insulation abrasion was noted at 16.1-16.2cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 18.7-20.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 11.9-14.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 17.1-17.2cm from the distal tip. The sensing conductor etfe coating were abraded at these locations. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the right ventricular lead. The lead was capped and replaced. Noise was again detected five years later. The previously capped lead was extracted and replaced with another lead. No adverse consequences were reported from the procedure and the patient could be discharged in good condition.